Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that after shoulder arthroscopy, an expressew iii sutuer passer w/o hook was not closing correctly. The complaint device was received and inspected. Visual observations revealed that the device had marks of wear. It observed that jaws didn¿t close normally contributing to the holding failure, besides the upper jaw was loose when the jaws are closed. Therefore, this complaint can be confirmed. It is not possible to test its functionality since it did not hold the sample rubber strip as normally. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that postoperatively to a shoulder arthroscopy procedure on an unknown date, it was observed that the expressew iii sutuer passer w/o hook device was not closing correctly. During in-house engineering evaluation, it was determined that the upper jaw on the device was loose when the jaws were closed. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.